Manufacturer narrative:
The device was discarded at the user facility. The root cause of the event could not be determined.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 99% stenosed lesion was located in the calcified left anterior descending (lad) artery. The maverick2 monorail balloon was initially inflated to 6 atms. The balloon was then dilated to 8 atms and 10 atms. During the 4th inflation, the balloon ruptured at 10 atms. The procedure was completed with another maverick2 monorail balloon catheter. There were no reported patient complications. Patient status listed as "good".it was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 99% stenosed lesion was located in the calcified left anterior descending (lad) artery. The maverick2 monorail balloon was initially inflated to 6 atms. The balloon was then dilated to 8 atms and 10 atms. During the 4th inflation, the balloon ruptured at 10 atms. The procedure was completed with another maverick2 monorail balloon catheter. There was no reported patient complications. Patient status listed as "good".